Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. As previously mentioned, the physician was able to access the pump, whereas the nurse couldn't access the pump on two separate occasions. This could potentially be use error. However, we don't have conclusive evidence to determine this incident to be use error. In addition, the pump remains implanted to the patient. Therefore, the root cause is unknown.

Event description:
Intera oncology received a report from a nurse that on (B)(6) 2025, they had difficulty accessing an intera 3000 hepatic artery infusion pump during the patient's first refill. The nurse relayed the patient weighs 314lbs. The nurse injected the needle 4 times and was confident that the needle was in the septum but could not go any further down with the needle and felt metal scraping. A representative from intera oncology asked the nurse if they had a 2" refill needle. At the time, the nurse mentioned they did not have those at the facility. Our representative discussed all troubleshooting methods with the nurse, and they had already exhausted all options. The patient was sent to the hospital same day to get a CT scan of the pelvis and abdominal region to rule out that the pump flipped. Per the nurse, imaging was normal, and the pump was not flipped. The patient came back on (B)(6) 2025; to get accessed again, the nurse reported having difficulty accessing the pump and the patient was injected 3 times with the 2" needles that they were able to locate. On (B)(6) 2025, the physician was able to access the patient and the patient's pump was refilled.